Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6. Review of the study confirmed the hd grid takes on a "spatula" shape and the distal abl electrode is elongated. Impedance data suggests the sys reference patch was placed inferior on the patient. Potential workarounds for the issue include utilizing 3rd party recording system squid cables and only pin out the channels that are being used, the use the egm output cable from ampere for abl egms, ensuring stim channels are disabled when pacing is not in use, and placing the sys reference patch closer to the heart. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.

Event description:
During the atrial fibrillation procedure using ensite x v3.0 in navx mode, there was distortion of the ablation catheters and the mapping catheters, causing inaccuracies in model and map point location. The procedure was delayed due to troubleshooting for 45 minutes. The case was switched to voxel mode and the procedure was completed without adverse consequences to the patient.